Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have persistent jaw clicking and gum recession and other discomforts directly related to the aligners. Their gum recession is so bad a tooth is loose. They can no longer continue using the product. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.